Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance measurements of 0 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. Further information was received that this device system was suspected to exhibited oversensing of electromagnetic interference (emi), resulting in a shock impedance reading of 0 ohms. Additionally, a gradual decrease in right ventricular (rv) lead pace impedance measurements were observed from 300 to 200 ohms. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance measurements of 0 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. Further information was received that this device system was suspected to exhibited oversensing of electromagnetic interference (emi), resulting in a shock impedance reading of 0 ohms. Additionally, a gradual decrease in right ventricular (rv) lead pace impedance measurements were observed from 300 to 200 ohms. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance measurements of 0 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance measurements of 0 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and recommended to further evaluate the patient. Ts confirmed no events were stored with the device and all other measurements were stable. Further information was received that this device system was suspected to exhibited oversensing of electromagnetic interference (emi), resulting in a shock impedance reading of 0 ohms. Additionally, a gradual decrease in right ventricular (rv) lead pace impedance measurements were observed from 300 to 200 ohms. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.